Event description:
It was reported that the device experienced a sosd. The patient was brought into the operating room, where the device was induced and failed to convert the patient. A message was received for possible hv lead issue. Lead has had a history of electrical problems and insulation breach was suspected. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The hv output circuitry was damaged.